Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of no function. During device investigation a failed capacitor was detected which was clearly the reason for the malfunction of the device. This is a final report.

Event description:
The fine tuner echo was returned to service and repair because it was not functioning and not turning on. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair because it was not functioning. No injury has been reported on the repair request form.